Manufacturer narrative:
The investigation of the device records revealed several (B)(4) error messages as the vibrator had a temporary electrical interruption. However during the investigation the vibrator was tested and the vibrator worked as intended. The exact reason for this issue is unknown.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Manufacturer's investigation unit identified a defective vibrator alarm on the pump. No adverse event reported. Product has been received.